Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors such as chf, dyslipidemia, and metabolic issues contributed to the valve stenosis.   A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the authors state that younger patients with lower lvef were at greater risk of developing stenosis. It appears this man¿s age ((B)(6)), low lvef (10%) likely contributed to the stenosis.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported to ¿hemodynamic durability of transcatheter aortic valves using the updated valve academic research consortium-2 criteria¿, during a median follow up period of 3.3 (1.8-4.4) years, 8 patients (3%) developed moderate to severe valve stenosis per the varc-2 criteria. In a cox proportional hazards model analysis, moderate to severe stenosis by varc-2 criteria was associated with younger age, absence of dual antiplatelet therapy (dapt) , and lower baseline left ventricular ejection fraction (lvef). Longitudinal analysis using a mixed effect model showed that presence of stenosis by varc-2 criteria was associated with an increase in aortic valve mean gradient (p < 0.001, +2.34 mmhg per year). In a subset of 93 patients with analyzable fluoroscopic images, deeper valve implantation was associated with increase in mean gradient (p = 0.004, +0.2 mmhg per year per 1 mm increase in implantation depth). A (B)(6) male with an lvef of 10% and a history of radiation induced heart disease, had a 26mm sapien valve placed via transfemoral approach, and had moderate aortic regurgitation one month post procedure. The patient also had moderate to severe stenosis 1,367 days post procedure, showing hf symptoms. Tee/mdct findings showed a calcified and thickened valve, moderate ar with mean gradient increase >20 mmhg. Re-tavr was performed.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-04686, 2015691-2018-04692.